Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had an intermittent power issue. The patient indicated that the pump was clipped to her pants. The pump reportedly felt very hot at one point and then powered off without any warnings or alarms. The patient claimed that her skin was red from the heat. The patient denied that she received any treatment because of the redness. She denied having any pain. The redness reportedly went away after about an hour. The patient denied that the battery compartment was corroded. The battery cap was secure and was not damaged. She denied that the battery cap had been replaced. After replacing the pump's battery, the patient claimed that the pump was working fine. The anm representative involved in this contact informed the patient of the risk of continuing to use the subject pump. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was not damage noted to the battery compartment or the battery cap. The battery cap was tested and found to be within specification and was able to be attached securely and properly to the pump. The pump was exercised for 24 hours with returned battery cap with no power interruption. The pump cover was removed for investigation and did not reveal any evidence of damage or moisture to the internal components. Investigation was not able to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.